Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that communication anomaly with the transmitter was observed on the pulse generator. The patient¿s condition was stable. No further information was reported.